Manufacturer narrative:
(B)(4)- device code for insulation. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled lead revision. The right atrial (ra) lead was capped and replaced on (B)(6) 2018 due to insulation anomaly. The patient was stable before, during and after the procedure.